Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube at the distal end. No pieces appeared to be missing. The wrist assembly is no longer straight due to the damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the cadiere forceps instrument ¿gripper pliers¿ had broken off and then could not be removed from the trocar. The trocar had to be removed with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.